Manufacturer narrative:
Internal file number - (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported guide detachment could not be determined. The reported patient effects of death, anemia, hemorrhage are a known inherent risk of the procedure and the treatments appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). The device was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device separated between the guide and sheath resulting in a laceration of the artery. The patient was taken to surgery, the proglide sheath was removed and a covered stent was placed. Blood transfusion of 17 units was given. The patient subsequently died from complications due to the surgical procedure during closing. The physician is reportedly trained in the use of the proglide device. No additional information was provided. Subsequent to the initial information received, a sus voluntary event report: report #mw5064980 was received with the following information: "device failure, physician unable to deploy perclose to left groin operative site; resulting in arterial bleed left groin site and anemia requiring multiple transfusions and stent placement, as well as the device being retained. Per physician, the device was retained due to a malfunction requiring additional surgical intervention to remove retained device."